Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not pumping properly during an unspecified process step in the general patient ward. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, device not pumping properly was not reproduced. The device was tested for flow accuracy and upstream occlusion, downstream occlusion and air detection and passed all testing. Event history log (ehl) review was performed on the reported event date. An infusion was programmed at a rate of 200 ml/r and a vtbi of 100 ml. Three "downstream occlusion!" Occurred, however after the third occurrence, the user did not resume the infusion. It did not run to completion. The history log cannot be used to determine if the alarms are true or false. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.. The reported condition was verified. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.